Event description:
A medtronic representative reported that the 4.5-5.5 awl tip tap is damaged on the hind of the instrument preventing it from engaging with the navlock tracker during a spinal fusion case. The medtronic representative described the damage as a "gash". The suspect instrument was allegedly not being used under power. The procedure was completed with the use of navigation. There was no impact on patient outcome reported.

Manufacturer narrative:
RMA issued. As reported, the back side of the instrument is damaged not allowing insertion to a navlock frame. The replacement part, shipped to the site on (B)(4) 2012, but was returned unused back to the manufacturer on (B)(4) 2012.